Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient had a loss of stimulation. The caller stated that half of the device is not working. The caller said that the patient can turn stimulation up all the way and still not feel it. The caller said the patient has 4 leads and 2 of them aren't functioning. The caller was asked to follow up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.